Event description:
It was reported that a patient who after reviewing the magnetic resonance images, it appears that most of the hydrogel was correctly positioned. However, some of the hydrogel was observed int the left apex under prostate capsule pressing against the membranous urethra but does not actually contact the urethra. The patient is asymptomatic, and the plan is to proceed with the radiation treatment.

Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date, 09/01/2024, was chosen as the best estimate based on the date that the manufacturer became aware of the event, 09/16/2024. Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: device code a1502 is being used to capture the reportable event of gel misplaced non-vascular.